Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. (B)(4). As catalog # is unknown it could be either k061815 or k073374. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2008¿. Additional information received january 30, 2017: it is alleged that pt suffers from vena cava perforation. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog # unknown but referred to as a cook celect filter. As catalog # is unknown it could be either k061815 or k073374. (B)(4). Summary of investigational findings: investigation is reopened due to provided additional information. It has not been possible to further investigate or evaluate this alleged event based on the limited information. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2008¿. Additional information received 30jan2017: it is alleged that "[pt] suffers from vena cava perforation." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog number unknown as information was not provided but referred to as a cook celect filter. As catalog number is unknown it could be either k061815 or k073374. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter on (B)(6) 2008 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event and product problem to product problem. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 01/16/2016 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2008 due to chronic dvt and planned bilateral knee replacement surgery. CT reports from (B)(6) 2008, (B)(6) 2010, and (B)(6) 2012 allege filter struts protruding from ivc. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred as of (B)(6) 2016. The plaintiff alleges vena cava perforation, pain, and anxiety.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿vena cava perforation; pain; anxiety". Cook will reopen its investigation if further information is received. Unknown if the reported anxiety; depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.